Manufacturer narrative:
Due character limit e1, contact person name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm by getinge fst cardiosave intra aortic balloon pump(iabp), unit fails electrical safety check. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) tightened the lock nuts on the earthing stud, but the reading was not acceptable. The fse replaced the mains lead (d012-00-1688-25). The unit passed all safety and functional tests and was returned to the customer for clinical use.